Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular lead was unable to be separated from the guidewire. The procedure was completed using a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of the guide wire in the defibrillation lead could not be pulled out normally could not be confirmed. As received, a complete lead without a stylet was returned in two pieces with the helix found retracted and clogged with blood/tissue. Unable to perform the stylet retraction test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.